Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was interrogated prior to a general device replacement procedure, and was discovered to be in safety mode and was not pacing the patient properly, causing periods of asystole of greater than two seconds. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection did not reveal any anomalies outside of tools marks on the case and header. The device was noted to have no telemetry or pacing output. The device case was opened and internal visual inspection noted no irregularities. The battery was isolated from the circuit and an external power source was connected to it. An interrogation of the memory using a raw register programmer found the device memory was corrupted. Code was loaded into the device memory and the battery was sent for further detailed analysis. The results of the battery analysis found depleted cell with no battery-related failure determined. Overall, analysis confirmed the allegations made against the device, however a cause could not be established because the hybrid current drain is normal and the battery analysis did not find any battery related failures.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was interrogated prior to a general device replacement procedure, and was discovered to be in safety mode and was not pacing the patient properly, causing periods of asystole of greater than two seconds. Surgical intervention was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported. The crt-p is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.